Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of "the sheath broke while inside the patient", could not be confirmed, as no sample was returned. Without a sample returned a definitive root cause cannot be determined. A possible root cause could be as it was noted "this may have possibly broke when the laser could have been fired while it was still in the sheath", if the fiber tip was in the sheath and fired, the sheath could have been melted causing the sheath to separate. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use which is supplied to the end user with this catalog number state "advance the 4fr trè-sheath introducer, over the wire, to the treatment location. If treating the great saphenous vein, position sheath tip so that it is 1-2cm below the sapheno-femoral junction. Verify sheath positioning using ultrasound guidance. Remove the dilator and guidewire. Flush the sheath with normal saline. Properly attach the sterile, single use disposable never touch laser fiber by removing the protective cap and completely screwing the fiber fitting to lasers' sma 905 connector until tight and secure. Insert the never touch laser fiber into the sheath until the fiber stop assembly comes in contact with the proximal end of the sheath hub." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A senior safety specialist reported a user facility medwatch for an issue with a nevertouch 45cm kit. The reference number on the form was noted as (B)(4). The following was reported: "while using a venacure 1470 laser, the disposable laser sheath broke. This may have possibly broke when the laser could have been fired while it was still in the sheath. The surgeon made an unplanned incision to retrieve the distal tip (10cm) of the laser sheath. There was no report of permanent harm or injury to the patient due to this event. The reported device is not available to be returned to the manufacturer for evaluation.